Manufacturer narrative:
This is a retrospective medical device report for a complaint on the subject device. It was determined this complaint required a medical device report after a review of medical device report determination procedures. Patient information is not available for this report. A review of the device history record was performed for the subject device. The review revealed there were no anomalies or discrepancies were noted within the device history records for the product of the subject device lot. All records showed product met specifications and passed the incoming inspection. The tl 22mm standard inserter was returned disassembled and detached from the implant. The tl 22mm standard inserter is bent. The inner shaft has signs of wear at the point of assembly with the locking rod. The locking rod has the locking mechanism to the inner shaft sheared off. It was noted that after assembly of the tl 22mm standard inserter, the instrument did not function smoothly. Engineering concluded the tl 22mm standard inserter was incorrectly assembled which lead to the malfunction of the tl 22mm inserter not releasing the tl 22mm 7 deg lordotic implant during implantation.

Event description:
The surgeon was performing a two level tl case. The 3/4 tl 10x22x50 cage was placed with no issues. The standard inserter was adjusted to place a 2/3 cage. The surgeon was unable to detach the tl 22mm standard inserter. The cage was explanted and removed from the inserter. The tl 22mm standard inserter was damaged and was not able to be used to insert a 22mm cage. The surgeon downsized to an 18mm cage and was able to successfully complete the surgery.